Event description:
It was reported that the patient underwent a surgery for degenerative spondylolisthesis at l4-s1 using posterior fixation. It was noticed that a pedicle screw came loose at right side s1 approximately eight months post op. The fusion was completed at l4/5, but not at l5/s1. The patient was asymptomatic. The surgeon is monitoring the patient. No revision surgery is scheduled at this time.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspect devices in use are part #g75446540, lot# w07k2770; part #g75446545, lot w07g0386; part g75447540, lot w07k2780; and part g75447545, lot w06j2540. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, part g75446540, g75446545, g75447540, and g75447545 are not approved for use in the united states; however the like devices catalog # 75446540, 75446545, 75447540, and 75447545, were cleared in the united states.